Manufacturer narrative:
Summary: nothing unusual to report was found during DHR review. The returned waveone gold small file 21mm is in loose and has no damage, no sign of use. The handle was tested with a ring gauge ø2.35. The abs ring is lightly oversized and doesn't pass thoroughly. The oversize may create an unexpected friction with the cartridge of the contra-angle. Consequently, the indexation and the locking of the file can be difficult, if not impossible. Through a previous similar complaint, a complete sizing a such oversized rings had been made, and a generalized and periodic manufacturing defect has been highlighted (mold usury). Therefore, a CAPA has been already opened to handle the deviation. The issue detected on the product returned through this complaint (B)(4) is in the CAPA scope. Corporate root cause is other (to be defined accurately through the CAPA).

Event description:
In this event it is reported that a waveone gold small 6-file ster 21mm the file cannot be inserted into the contra-angle handpiece. No injury occurred.